Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced intermittent reservoir occlusion for two months. Customer thought it was a site issue and would change and begin new reservoir, but continued to have intermittent no delivery alarms. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer disconnected and reconnected infusion set and reservoir and insulin did exit. Customer was advised that insulin pump was working as designed. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that infusion set and reservoir would be replaced.